Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during a digestive endoscopic procedure performed on (B)(6) 2025. During the procedure, the spring in the handle broke and the clip failed to release from the catheter, this event occurred twice. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.